Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) battery depleted sooner that it should have. The ICD was removed and upgraded. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) battery depleted sooner that it should have. The ICD was removed and upgraded. No patient complications were reported as a result of this event.